Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Replacement of the sampling probe, the pressure monitoring sensor, and the sampling syringe assembly resolved the issue of observance of smoke. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Complaint information reasonably suggests a sampling syringe assembly was damaged due to user errors, and no malfunction of a device occurred. Based on the available information, no product deficiency was identified.

Event description:
The customer saw smoke generate from the axsym instrument. The customer replaced a bent probe and when trying to recalibrate the instrument, an overpressure sensor error was generated; the adjacent pressure card got wet, the customer saw smoke and immediately turned off the instrument. No injuries occurred.